Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to a lead discontinuity. It was reported that the generator was replaced prophylactically. The generator was returned for analysis on (B)(6) 2013. The lead was not returned. The generator analysis was completed on (B)(6) 2013. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Attempts to obtain additional information have been unsuccessful to date.